Event description:
Pt was in surgery for a portacath removal. Catheter was not attached to port at time of removal. X-ray was taken to see where catheter was located. Pt was sent to radiology for removal.